Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. According to the patient, on approximately (B)(6) 2025, the patient was at home not feeling well and had the flu. He started to throw up and decided to check the cgm. The reading was at 120 mg/dl; he did not take bg comparison. The patient¿s parent gave the patient gatorade to sip on but he continued to vomit so his parent drove him to the emergency room. The nurse took the patient¿s bg which was 162 mg/dl while dexcom was 120 mg/dl. The nurse gave him intravenous fluids (not specified) and monitored his glucose until the patient's condition was well. The patient was sent home the same day and no follow up checkup was required. There was no documentation of further medical evaluation or intervention. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the b zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.